Event description:
It was reported the patient has redness and swelling at the ipg site. Cultures were taken. The physician administered injectable antibiotics as well as oral. The next course of action is to monitor several days. Follow-up revealed culture results showed no bacteria growth. The patient has not returned to the physician for follow-up.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.